Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the avea ventilator. The customer reported resetting the battery charging cycle when the issue occurred. The customer reported the error log is showing ifs (internal flow sensor) voltage fault and pneumatics module ftc (failed-to-cycle). The customer reported no patient involvement associated with the event.